Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the reporter on 06/19/2017, stating that the event had resolved.

Manufacturer narrative:
Two products were identified as possible complaint products; clarification is pending as to the lot numbers associated with these products. This is report 2 of 2; please see associated report under (B)(4) for the first report. The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported initially by an eye care provider (ecp) via email on 04/11/2017, four consumers experienced a fungal infection in the iris. Additional information was received via email on 04/12/2017. The ecp reported that the location of the infection for the consumers was variable and could not provide more details. The reporter stated that the infection required unspecified treatment, for which the consumer was still using. It was reported that the infection was "controlled," with the consumer returning for follow-up examination with the ecp at a later date. Additional information has been requested but not yet received.